Event description:
It was reported that the left ventricular lead exhibited loss of capture due to micro dislodgement. The device was reprogrammed. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.